Manufacturer narrative:
Results: one sample was returned for evaluation. A visual inspection showed evidence of a missing needle shield in blister pack. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 16g1371. A manufacturing review revealed preventive maintenance of flexi line-3 was conducted as per schedule, all gauges related to machine were found calibrated, and minor stoppages occurred during packaging of the reported lot # 16g1371. Conclusion: although the returned sample confirmed the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. However, our quality engineers notes that although the packaging process has controls in place, possible causes for this incident may be: non uniform distance between flange positioner plate and loader. Non uniform distance between syringe resting plate and stopper plate. This non-uniform distance creates movement in syringe which may lead to packaging of shield missing product. A CAPA was not initiated for this incident but non-CAPA corrective actions proposed are: modification in loader tray and minimizes gap and maintain equidistance between plates ensure missing shield product could not packed in blister pack. Awareness training to associates for defects ¿ shield missing. As an additional countermeasure, challenges test to be included in changeover checklist to avoid packaging of shield missing syringe in blister pack.

Manufacturer narrative:
The manufacturing location for this product is (B)(4) . This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a nurse obtained a clean needle stick injury as he/she was removing a bd emerald¿ 5ml luer slip syringe with 22 g x 1 1/4 in. Needle from its package (pre-patient use) because the syringe had no cap. There was no report of medical intervention for this incident.